Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). Additional emdrs were submitted to represent the two sepramesh ip (device #2 & device #3) should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip (x3) on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip (x3) on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with abdominal hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #1). Per op notes, "a sepramesh ip (device #1) was placed in the abdominal cavity using tacks." (B)(6) 2011 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent repair with removal of infected mesh (device #1). Per op notes, "hernia sac was removed and the mesh (device #1) was removed." (B)(6) 2011 - patient was diagnosed with abdominal wall dehiscence thereby underwent repair. (B)(6) 2012 - patient was diagnosed with recurrent incisional abdominal hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #2). Per op notes, "a sepramesh ip (device #2) was placed in the abdominal cavity using sutures." (B)(6) 2015 - patient was diagnosed with incarcerated incisional abdominal hernia, partial bowel obstruction thereby underwent exploratory laparoscopy, lysis of adhesions, component separation, repair of right mid recurrent incisional hernia, repair of left mid abdominal incisional incarcerated obstructive hernia. (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional abdominal hernia with a small bowel obstruction thereby underwent repair with the implant of sepramesh ip (device #3). Per op notes, "extensive omental adhesions were dissected free. The previous mesh was noted, there was significant inflammation of he omentum. A sepramesh ip (device #3) was placed in the abdominal cavity using tacks." (B)(6) 2018 - patient was diagnosed with recurrent incisional abdominal hernia and small bowel obstruction thereby underwent exploratory laparotomy, lysis of adhesions, repair of abdominal hernia bowel reduction. Per op notes, "transverse mid abdominal incision was made. Multiple loops of dilated adhered small bowel which was dissected free. Noted bowel obstructing and was dissected free."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device #1). Additional supplemental emdrs were submitted to represent the two sepramesh ip meshes (device #2 & device #3) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.